Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt). The physicians started the patient on eliquis medication and will re-image the patient after 3 months. No further patient complications or interventions were reported.